Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between august 9, 2025 ¿ august 10, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed during compounding using an unspecified quantity of exactamix 2400 valve sets. The bubbles started with sodium phosphate 150mm/50ml on port 5/sequence 5, merged to form one larger bubble, then moves to the right towards port 21-24. The bubbles stayed trapped there until dextrose, calcium and sterile water sequence flushed it out. This event was only observed with sodium phosphate in that sequence. There was no patient involvement. No additional information is available.